Event description:
It was reported the coil was deployed and filled the aneurysm, but the physician was not satisfied with the coil positioning. The coil was re-deployed 4 times when it prematurely detached. Most of the coil was pushed into the aneurysm with approximately 2 cm of the coil protruding into the parent vessel. The patient was administered aspirin and no other complications were reported.

Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event.